Event description:
Resident sitting in shower chair when shower chair broke, causing resident to fall on to her left side on the floor. No serious injury. Capacity of chair 300 lbs, resident only 175 lbs. Chair sent to maintenance and noted stress. Fracture in plastic piping. Chair scrapped.